Event description:
Customer reported the panorama central station's server had lost communication, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative instructed the customer to plug in the antenna repeaters directly into the wall outlet and communication was reestablished.